Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm synchroseal instrument tip was not opening. The user was completing the procedure as planned by using a backup synchroseal instrument with no further issue reported. There was no report of any fragments falling inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive has received the da vinci 8mm synchroseal instrument with this complaint for failure analysis investigations. The grip drive fitting was separated from the upper jaw. The jaws would not open due to being disconnected from the grip lever. The pin was dislodged. No damage was found at the proximal end. Additional observation related to customer reported complaint: the instrument was found to have a completely missing jaw cover. The missing jaw cover measured roughly 0.4780" x 0.2965". There were no signs of thermal damage present at the end of any tears.

Manufacturer narrative:
The complaint was confirmed by failure analysis. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of the reported event can be attributed to a dislodged pin due to the component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the synchroseal instrument for failure analysis investigation. The instrument was analyzed, and initial findings were confirmed. The instrument was found to have a broken grip drive pin which likely caused the instrument to stop working per the customer's complaint. As a result, the jaws did not open when the grip open lever was pressed. Because of low number of samples available, the results from the analysis were inconclusive and a definitive root cause could not be determined. This issue will be monitored for future occurrences.

Event description:
Refer to h11 for follow-up information.